Event description:
It was reported that months after a mitral valve replacement surgery, valve leakage occurred. The valve was replaced and during the second procedure the surgeon noted that the knots of the suture were loose.